Manufacturer narrative:
(B)(4): the patient was discharged on (B)(6) 2013 and recovered from the event of peritonitis on (B)(6) 2013. Antibiotic treatment was completed with clear dialysate and no signs of abdominal pain.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was a breach in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This is a report of peritonitis caused by a breach in aseptic technique. On an unreported date in (B)(6) 2012, the patient began continuous ambulatory peritoneal dialysis (capd) treatment. The patient experienced and was hospitalized for peritonitis manifested by abdominal pain and hazy dialysate. The patient was treated with vancomycin (1gm) and amikacin (12.5mg). On (B)(6) 2013. Retraining on aseptic technique was started. Action taken with capd therapy was not reported. Outcome for the event of peritonitis was not reported.